Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a controller fault alarm that would not resolve on its own. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via log file analysis which revealed 2 controller fault alarms. Failure analysis of the device revealed that the controller passed visual examination. Functional testing revealed that a "controller fault" alarm was present on the display. Supplemental testing revealed an unsoldered pin on one of the diodes. The controller functioned normally after soldering the pin on the diode. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. The alarm does not affect the electrical connection between the controller and power sources. The most likely root cause of the reported event can be attributed to a soldering defect as observed during functional testing. If information is provided in the future, a supplemental report will be issued.